Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to retrieve the explanted device were unsuccessful. The explanted device is reportedly lost and will not be returned to the company. A review of the device history record revealed no anomalies.this is the final report.

Event description:
The recipient reportedly exchanged intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.